Event description:
Information received indicating that a smiths medical cadd solis vip pump gave an error code 44510. No adverse effects reported.

Manufacturer narrative:
One cadd solis-vip pump was returned for investigation due to a reported error message given. The pump was received with a bubble on the downstream occlusion sensor, dso, sensor seal. A device history review, DHR, was performed subsequently to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A power up self test and a functional test was performed to investigate the reported issue. The issue could not be duplicated and cause could not be determined. No physical damages were noted. Preventative action was taken and the software was reloaded and re-installed as a precaution.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave an error code 44510. No adverse effects reported. Additional information was received indicating that the product problem occurred during patient use. The product problem, which was observed on (B)(6) 2020, did not contribute to any adverse effects. The outcome of the event was described as resolved.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to 2199.